Event description:
It was reported that the needleless connector on the end of the 1fr PICC catheter was occluded and unable to infuse smof lipids.

Manufacturer narrative:
The customer¿s complaint of a needleless connector occlusion could not be confirmed because the product was not returned for failure investigation.. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the needleless connector on the end of the 1fr PICC catheter was occluded and unable to infuse smof lipids.